Event description:
Routine complaint investigation when a report was received that a consumer was pricked with the lancet of a lancing device when the lancet allegedly did not retract under the cover after being triggered. There was no report of death, serious injury or medical intervention reported with the event.